Event description:
Implanted: 2008. Explanted: approx 5 months later. Affiliate reported that the surgeon explained, that the catheter tore off behind the umbilical entry position.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.